Manufacturer narrative:
Upon return, detailed laboratory testing will be performed.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2016. The local representative reported that this patient's right atrium (ra) was perforated requiring intervention to resolve. Pacing not delivered when required was reported. A pericardiocentesis was performed and 350cc of blood was removed. The physician was planning to remove this ra active fixation lead and replaced with a passive fixation lead. Boston scientific received information from the local representative who confirmed that this patient did require a pericardiocentesis as a result of a lead perforation. Additionally, the patient suffered a stroke and was admitted into the hospital. The patient has since been discharged from the hospital in stable condition. The lead is enroute to boston scientific for laboratory testing.

Manufacturer narrative:
To date, the lead has not been received at boston scientific's return products department. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the lead is returned to boston scientific.

Event description:
Several attempts have been made for lead retrieval and return to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with a stylet inserted and the helix retracted. Setscrew marks were noted on the tip and ring. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed and no anomalies were identified. The tip end was ok, helix retracted and no anomalies noted in the helix. Detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This lead was received at boston scientific's return product department.